Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the mid right coronary artery. The mini trek dilatation catheter was advanced over a balance middleweight (bmw) universal ii guide wire; however, resistance was noted during advancement. The mini trek was then removed from the guide wire with resistance. A second same size mini trek dilatation catheter was then advanced over the same bmw universal ii guide wire and no difficulty was noted during advancement or withdrawal. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance during advancing and removing were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position or remove with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.